Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's health aide broke the metal tip off her desktop charger and discarded it. It was reported that the patient had not charged since this event and the ins was overdischarged. A physician mode recharge was done and the overdischarge was resolved. The effects of overdischarge on the battery were reviewed. The patient had a loaner power source from her hcp. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for complex regional pain syndrome type 1.